Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved with a second proglide device. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.